Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm force bipolar instrument had a dislocated wrist. The instrument was stuck on the cannula when removing the instrument. The user completed the procedure as planned with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar was not removed with the cannula. However, the wrist could not be straightened. There was no increase in port size and no instrument collision. There were also no abnormalities noted with the force bipolar instrument other than the jaw not closing perfectly. There was no injury to the patient. There were also no abnormalities noted with the force bipolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument associated with the customer-reported complaint. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument attached to and removed from the system without snagging or becoming stuck on multiple attempts. Visual inspection displayed no signs of physical damage to the grips. The instrument was fully functional. No product issue was identified. Additional observation(s) not reported by site: the instrument was found to have damage of the conductor wire¿s insulation at the amplification pulley. There was not material missing and the conductor wire was not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. Components adjacent to the damaged wire insulation do not show damage.

Event description:
Refer to h10/h11 for follow-up information.